Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter not working and not cutting at all at one thousand speed during the vitrectomy, removal retained lens with insertion lens with scleral fixation surgery. The surgery completion and replacement details were unknown. There was no information about patient impact.